Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ping enhanced meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 12:00pm. The patient reported obtaining blood glucose readings of ¿5.4 and 5.9 mmol/l ¿ with the subject meter and ¿3.3 and 3.1 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that during the 2 weeks prior to the start of the alleged issue she developed symptoms of ¿being low¿ and was ¿shaking, lightheaded, sweaty, hungry and confused¿. The patient denied receiving any medical treatment. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.